Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. Her results were 238, 180 and 288 mg/dl. She did not have any symptoms. A control solution test of 136 was in range.